Manufacturer narrative:
(B)(4). Uf/importer # (B)(4).

Event description:
It was reported via a medwatch report. The event description is as follows: device functioning normally when suddenly alarmed "high pressure." Troubleshooting efforts failed to identify condition that triggered the alarm; unable to restart device. Iabp taken out of service and replaced with back-up device. No harm to the patient.

Manufacturer narrative:
(B)(4). No iabp parts or recorder strips were returned to (B)(4) for evaluation. Additional information received from the field service engineer stated that the account has parts coverage and a trained biomed. They do their own repair. The fse was unaware and was not contacted regarding any issue related to the reported complaint. The pump was checked out by the biomed and no problem was found. Unrelated to the reported complaint, the power switches on all the pumps at the account were replaced. A device history record (DHR) review was conducted for the iap serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "high pressure alarm" is not confirmed. The pump was checked by the hospital biomed and no problem was found related to the reported complaint. No parts will be returned to (B)(4) facility for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported via a medwatch report. The event description is as follows: device functioning normally when suddenly alarmed "high pressure." Troubleshooting efforts failed to identify condition that triggered the alarm; unable to restart device. Iabp taken out of service and replaced with back-up device. No harm to the patient.